Event description:
A nurse reported that during surgery the suction from an ophthalmic backflush soft tip was not working. The procedure was completed successfully with a new tip without any harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its and outer blister, covered with the tyvek foil showing the lot information. The inner blister which protects the instrument during the shipment, was not used. The product evidently shows macroscopic sings of damage, namely that the metal tube is bent, and the soft tip is kink. There are some signs of surgery residue. The returned instrument was visually inspected with the aid if a photomicroscope using various magnifications. The inspection shows the kink soft tip and the bent tube in detail. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. As the blister was opened by the customer, the product was handled. Even though the customer's reported event (aspiration issue) could not be replicated, the customer¿s complaint is confirmed as the returned device shows significant deformation. However, a root cause for the reported issue cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).